Manufacturer narrative:
The service rep inspected the system and confirmed the complaint. He adjusted the collimator parameters for a 14x17 size cassette. The system operates as intended.

Event description:
The customer reported the 2600 system had a discrepancy on a 14x17 film shot. It was greater than 4%. No patient injury was reported.